Event description:
It was reported that the catheter fell out of the patient with a deflated balloon on the 6th day of use. Although the user inflated the balloon once again, on the next day, the balloon still deflated.

Manufacturer narrative:
The reported event was confirmed as manufacturing related due to a hole within 0.5" of the trifurcation. Visual evaluation of the sample noted one opened (without original packaging) temperature sensing silicone foley. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately leaked from a 0.013" hole through the shaft in the inflation lumen. Per procedure, damaged shafts are not allowed. The catheter was confirmed to be 14 fr. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be inserts with edges (the operator hits the shaft against the bottom insert when removing the piece of the mold). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon on the 6th day of use. Although the user inflated the balloon once again, on the next day, the balloon still deflated.